Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05292. It was reported that the patient presented in the emergency room with syncope. Interrogation revealed high, out of range right ventricular impedance, elevated capture thresholds, and loss of capture. The physician elected to replace the lead. During the lead replacement procedure, fluid was discovered in the set screw header of the generator, which compromised the lead's connection to the header. Testing the lead on a pacing system analyzer showed normal impedance and capture threshold values. The generator was replaced instead of the lead. The patient is recovering.